Manufacturer narrative:
The device intended to be used in treatment been returned for evaluation. A visual inspection reported that the outer casing was broken. The functional evaluation found that the device failed to maintain negative pressure, establishing a relationship between the device and the reported event. The root cause was identified as a defective vacuum motor. Additionally, the device failed to charge due to a defective battery. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, during service evaluation, a renasys go pump was unable to operate on ac - battery power and couldn't recharge the battery. It was also noticed that the device was unable to generate and control negative pressure. No case involved; therefore, no patient was involved.